Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system lost patient data and would not save images. (Data loss). There is no report of injury or death associated with the event described in this complaint.